Event description:
On (B)(6) 2011, a tosoh field service engineer was onsite at (B)(6), to perform preventive maintenance on the tosoh g7 automated hplc analyzer. He was told by lab personnel that "several" false high troponin results had been reported from the tosoh 360 and one patient had a cardiac catheterization based on the erroneous results. He was told by the account that they determined that the diluent was causing the elevated results. New diluent was prepared and the results shifted. Tosoh was not notified of the problem when it occurred. Further discussion with the account on (B)(6) 2011 indicated that there were 10 instances where the pathologist called the patient's doctor to explain the cause of the erroneous results. One patient was treated based on the results with no known consequences. The suspected root cause was that the diluent was improperly reconstituted and 100 ml of stock diluent was used instead of 50 ml. The new dilution was added to the previous dilution. Qc was not run again until it was noted that there were an extraordinary number of high ctni results. All results were repeated and corrected. All results were repeated and corrected. Tosoh recommends that reagents are prepared fresh without mixing of old and new reagents. The customer stated that the practice of mixing old and new reagents has ceased and they are now running qc after changing reagents. Lot numbers: st aia-pack ctni 2nd gen - (B)(4) st aia-pack calibrator - (B)(4), wash - (B)(4), diluent - (B)(4), substrate - (B)(4). The event appears to be a result of operator error and not a result of the tosoh aia-360 analyzer or tosoh reagents.